Event description:
It was reported by the customer that the pyxis medstation es system remote manager is clicking but not releasing. The customer stated that failure occurred during the removal of the medication customer was able to successfully remove the medication; however, the unit subsequently experienced another failure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that drawer 4.1 was the originating issue. A field service engineer, reseated row ribbon cable and the hard stop screw has been securely tightened for all hh cubie drawers located at the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.